Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be performed as no sample was returned for analysis. The customer provided one photograph showing the line placement confirmation and line released for use report. The second photograph provided with the complaint is a photograph of an x-ray showing the line placement. A review of the x-ray revealed "it appears the PICC is in the lower third of the svc and appropriate". The customer provided a video of the case. A review of the case did not reveal any indications of improper system performance that would have led to an improper placement. The reported complaint "catheter tip location incorrect" cannot be confirmed based upon the information provided and without a sample. Complaint verification testing could not be performed. A device history record review performed on the stylet did not reveal any manufacturing related issues. A visual inspection of the product involved in the complaint could not be performed as no sample was returned for analysis. Without the device to evaluate, a probable cause could not be determined from the available information. If the sample becomes available or additional information is received, this investigation will be updated with the evaluation results. No further actions are required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " right brachial vein accessed just above antecubital vein. PICC threaded without difficulty. Discrepancy of 10 cm between external measuremend required a chest x- ray to verify tip position. Cxr was taken and radiologist said line appeared to be mid-svc. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). One vps rhythm dlx k-01352-001 stylet navigation stylet: .018" x 30-25/32" lg was returned. A visual examination revealed the stylet is bent at the intended flexure point with no obvious external defects or anomalies. It was reported "PICC threaded without difficulty and acceptable pictures obtained. Discrepancy of 10 cm between external measurement required a chest x-ray to verify tip position. Cxr was taken and radiologist said line appeared to be mid-svc." A review of the x-ray provided by the customer revealed "it appears the PICC is in the lower third of the svc and appropriate". A review of the case video did not reveal any indications of improper system performance that would have led to an improper placement. The returned stylet was functionally tested with the stylet tip submerged in a saline solution and using a known good rhy dlx system. During the testing, a good connection with the remote control was achieved, a good navigation trace was achieved, and a steady internal ECG signal with no noise or artifact was displayed. The no connection icon and the no IV icon displayed as intended. No problem was found with the functionality of the returned stylet. A device history record review performed on the stylet did not reveal any manufacturing related issues. The reported issue was not confirmed during evaluation of the returned vps rhythm dlx k-01352-001 stylet navigation stylet: .018" x 30-25/32" lg. A visual examination revealed the stylet is bent at the intended flexure point with no obvious external defects or anomalies. A probable cause for this event cannot be established since no problem was found with the functionality of the returned stylet. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "right brachial vein accessed just above antecubital vein. PICC threaded without difficulty. Discrepancy of 10 cm between external measurement required a chest x- ray to verify tip position. Cxr was taken and radiologist said line appeared to be mid-svc. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Event description:
It was reported " right brachial vein accessed just above antecubital vein. PICC threaded without difficulty. Discrepancy of 10 cm between external measuremend required a chest x- ray to verify tip position. Cxr was taken and radiologist said line appeared to be mid-svc. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). UDI number: (B)(4).